Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 1 of 5 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) stated that ¿one of the bags came loose and the lines came off.¿ the technical service representative (tsr) explained the alarm and advised the hp to restart therapy using all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, the patient reported that one of the bags had disconnected which is a known cause of this alarm. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.